Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, resolving the issue without further occurrences. The customer was advised to call back if the problem recurred.